Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was changing the infusion set and the sensor was not calibrating. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lilp and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.